Manufacturer narrative:
The full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. The cardiac resynchronization therapy pacemaker (crt-p) and leads were removed and replaced with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.